Event description:
It was reported that during a lap appendectomy, the device fired malformed staples. When the device was removed the top of the cartridge fell into the patient. It was retrieved. Another device was used to complete the case. There was no adverse patient consequence.